Manufacturer narrative:
(B)(4). As of today, no additional information has been received. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information from a patient advocate indicated that the patient underwent a device change out procedure. It was reported that the device was replaced with another manufacture's device. It was also reported that the device is expected to be returned to boston scientific. There were no adverse patient effects reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended and is expected to be performed. There were no adverse patient effects reported. The device remains in service.